Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 43 mg/dl. Customer¿s blood glucose at the time of incident was 348 and current blood glucose was 255 mg/dl. The customers other blood glucose was 195 mg/dl. Troubleshooting was declined to continue for high blood glucose and was not performed for low blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high and low blood glucose. The insulin pump will not be returned for analysis.